Event description:
Device was returned to co with an indication that the device did not stop. The bone was extremely thick. Note: add'l info has been requested from the customer, but not yet received.

Manufacturer narrative:
The mfg history records for this lot number were reviewed and no discrepancies noted. Hardened case debris was noted on the unit. The debris was removed and the unit was tested for proper function. The unit performed properly for ten test holes. The reported failure could not be repeated.